Event description:
On 2/16/94 we learned from the hospital that a hissing sound was heard from ventilator when it was tested prior to be used on a pt. The hospital told us that the ventilator could not generate enough pressure to ventilate the pt so the pt was "bagged" and placed on another ventilator. The hospital also stated the pt was not affected.